Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'level sensor not attached' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) tested the level module and level sensors and could not duplicate the reported complaint. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.